Event description:
The customer reported a fault after a constancy test. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, removed the fault and recalibrated dose values. System operates as intended. This MDR is related to ge healthcare complaint.